Manufacturer narrative:
Product event summary: (B)(4) device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was later reported by the patient that the ¿battery was in pieces.¿ the patient also reported that a few years ago, the device was ¿unhooked¿ and when it was ¿hooked up¿ it felt like a ¿baby kicking in there.¿ additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device triggered elective replacement indicator (eri) early and the device only lasted 2 years due to high outputs. It was also reported that the right ventricular lead had high impedance due to a lead fracture. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: d314trg device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 419588 lead, implanted: (B)(6) 2013. (B)(4).